Event description:
It was reported during a surgical procedure on an unknown date, the electrical pen drive stopped working. No further information was provided. This report is for an electric pen drive 60,000 rpm. This is 1 of 1 device for this event reported on (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention. Manufacturing evaluation reviewed, MDR reportability status updated. This does not meet the definition of a reportable event. Synthes is retracting medwatch report # 2520274-2013-02895.(B)(4)